Manufacturer narrative:
Batch review performed on 27 july 2018: lot 166782: (B)(4) items manufactured and released on 19 january 2017. Expiration date: 2022-01-10. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the surgeon implanted the real stem and cracked the calcar. The surgeon felt the implant did not match the broach and due to the compromised bone and wire to fix the fracture he decided to go with a cemented size 4 standard stem. The cementless stem was discarded. No delay.

Manufacturer narrative:
Dimensional analysis performed on september 13 by quality control manager. From the documentation of lot, don't emerge anomalies; the whole dossier of manufacture is conforming to the specific project. The dimensional control, has not identified any anomaly or production defect. The device are conforming to the specifications of project. Visual inspection performed by r&d product manager on 14 september 2018 dimensional analysis of the stem has been requested. The analysis did not highlight any non-conformity in the dimensional analysis. Broach dimensional analysis should be performed, but the component is not available.